Event description:
It was reported that the patient with this implantable pacemaker system experienced syncope. No out of range measurements were observed. The device was then reprogrammed and troubleshooting did not reveal impedance fluctuations on the right ventricular (rv) lead. However, the patient experienced syncope again due to pacing inhibition and the physician decided to replace both the pacemaker and the rv lead. The pacemaker was successfully explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.